Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received in disassembled condition. There is a small mark visible at the side of the implant. All features related to the reported complaint condition were reviewed and no other issues were identified. The device was re-assembled during the evaluation at customer quality zuchwil without any issues. The peek spacer has slight clearance when assembled as required. The devices stay in position during shaking, regardless which part is held in the hand. No loosening can be observed, the fell apart condition cannot be replicated with the assembled devices. The device can be assembled and stay in position as required, there is no indication for any dimensional issue. Therefore no dimension inspection is needed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint is unconfirmed as the reported complaint condition could not be reproduced. The performed evaluation did not identify any product related issue, the device could be easily re-assembled and did stay in position after assembling as required. It can only be assumed that the device was exposed to unintended torsional forces between plate and spacer during handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot : part: 04.617.138s. Lot: l997496. Manufacturing site: mezzovico. Release to warehouse date: 03.august 2018. Expiry date: 01.july 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the zero p implant's titanium alloy plate separated from the peek interbody spacer while positioning it in the cervical. There was a surgical delay of thirty (30) minutes. The surgeon had to use a new implant. The procedure was successfully completed. There was no reported patient consequence. Concomitant devices reported: unknown locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) zero-p implant 8mm heightconvex-sterile this is report 1 of 2 for (B)(4).